Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and five days post-op the lens had rotated 90 degrees. The lens was repositioned and three days later it had rotated again. The lens was explanted on (B)(6) 2015 and not replaced.

Manufacturer narrative:
(B)(4). Evaluation codes: method -(other): work order search results -(other): a lens work order search was performed and one similar complaint was found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).